Manufacturer narrative:
Evaluation summary. No similar complaints have been received so far for this lot. Investigation showed that no remarks were reported during batch record assembly and visual inspection. A 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. The assembly is performed in a clean room, during assembly the operators wear protective clothing and hair caps. One carton containing an unused syringe (based on the remaining fill volume) was received as complaint sample. Investigation showed that indeed a piece of carton was present between the barrel and sleeve. The reference samples have been visually inspected and was ok; no foreign material was present. As this concerns an isolated complaint for this lot and no manufacturing related issues were identified, a conclusive root cause could not be determined. The sleeves are supplied to manufacturer in a carton box with plastic liner. When these plastic bags with sleeves are emptied in the tub before assembly, possibly a small piece of carton of the carton box ended up on the outside of one of the sleeves. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An optician reported that a viscoelastic syringe was noted to contain a piece of carton debris prior to surgery. There was no patient involvement or impact. Additional information has been requested.